Manufacturer narrative:
The pump passed all functional testing including the rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. According to the power management graph shows that the detailed trace analysis confirmed there were no unexpected low battery alarms or pump error 25 alarms noted. The backup battery unloaded voltage was not less than 3.7 volts for 240 consecutive minutes and the loaded voltage was not less than the 3.5 volts for four consecutive hours. The pump was received with a scratched case, a pillowing keypad overlay, a cracked select button keypad overlay, keypad overlay texture damage and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed power error. The customer also indicated that a low battery alert was received and that there is a crack on the front of the pump. Customer does not recall any significant events leading to the error. Customer's blood glucose was 151 mg/dl at the time of incident. Troubleshooting advised customer to change the battery but customer declined to troubleshoot for the crack. No further information was provided.